Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, ptosis, acquired deformity nos. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 525cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had concerns of too large and uncomfortable breasts. During a consultation, she was noted to have bilateral acquired breast deformity and ptosis. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2025. Furthermore, during the surgery, a ruptured right implant was discovered. There were no reported procedural delays or patient consequences due to the finding. The date of event was provided to mentor as a best estimate. This report is for the left breast prosthesis.